Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer did not recall the blood glucose reading. The customer had tried all remedies and declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.